Manufacturer narrative:
G3 date received by mfg - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient felt dizzy and developed blurry vision. The patient uses tandem t:slim x2 in modified closed loop. She sat down, and her son gave her chocolate milk, which she drank. When she attempted to stand, she passed out. During the report, she is fine/good. No other details were documented. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient called to check the status of a sensor replacement order and stated she did not have any sensors to use. Previously she used the cgm with a tandem t: slim insulin pump in closed loop. During the call she described an event that had occurred the previous night (B)(6) 2025. She indicated during the initial report that she was not wearing a sensor at the time of the event, and was about to enter the shower. She suddenly felt dizzy and had blurry vision. She sat down, concentrated on her breathing, and drank some chocolate milk her son provided. At some point she stood up, lost consciousness, and fell. After regaining consciousness, she remained on the floor an hour until she regained strength. Her condition stabilized after the event, and no medical intervention by a health care professional (hcp) occurred. No bg values were provided. Upon investigation and review of the patient¿s data, new details for the date of the event were uncovered. On 10/16/2025, the data showed the patient was wearing a cgm sensor. A review of the data showed the patient did not receive audio alerts at the time she stated had the event, as the ¿always sound¿ feature was disabled by the user. It was noted the phone was set to ¿silent.¿ the urgent low alerts started at zero volume and escalated to full volume. Based upon user chosen settings, the urgent low alarm was not at full volume for the first 10 minutes. Due to the combination of the two settings, the user did not receive full volume alerts until 25 minutes after they crossed their low threshold. No other patient or event details were available. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at ~10:33 am on (B)(6) 2025. The session lasted 10 days and ended when the sensor expired. There were no bg meter calibrations performed during the entire session. During the time period of the reported event (B)(6) 2025, 4:30 pm ¿ 5:30 pm, several low and urgent low alerts were triggered. Each alert was found to have performed as intended. The urgent low repeated every 5 minutes with the alert starting at vibrate and escalating to 50%, then 100% audio volume until egvs rose to the low alert level at 5:22 pm and the alert went to vibrate. The investigation found that the always sound feature was disabled. When disabled, alerts will only sound at the mobile device¿s user-set volume. Critical alerts, such as urgent low, always override the user¿s mobile device volume settings. Based on the performance data the user¿s phone was set to silence during the time period of interest. All alerts were found to have performed as intended. No additional patient or event information is available.

Event description:
Subsequent to the supplemental MDR, a correction is required.

Manufacturer narrative:
G3 date received by mfg - correction to the date in the supplemental MDR. The correct date should be 10/17/2025. For 3004753838-2025-318540-02, the corrected MDR regulatory awareness date is 12/04/2025.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient called to check the status of a sensor replacement order and stated she did not have any sensors to use. Previously she used the cgm with a tandem t: slim insulin pump in closed loop. During the call she described an event that had occurred the previous night (B)(6) 2025. She indicated during the initial report that she was not wearing a sensor at the time of the event, and was about to enter the shower. She suddenly felt dizzy and had blurry vision. She sat down, concentrated on her breathing, and drank some chocolate milk her son provided. At some point she stood up, lost consciousness, and fell. After regaining consciousness, she remained on the floor an hour until she regained strength. Her condition stabilized after the event, and no medical intervention by a health care professional (hcp) occurred. No bg values were provided. Upon investigation and review of the patient¿s data, new details for the date of the event were uncovered. On 10/16/2025, the data showed the patient was wearing a cgm sensor. A review of the data showed the patient did not receive audio alerts at the time she stated had the event, as the ¿always sound¿ feature was disabled by the user. It was noted the phone was set to ¿silent.¿ the urgent low alerts started at zero volume and escalated to full volume. Based upon user chosen settings, the urgent low alarm was not at full volume for the first 10 minutes. Due to the combination of the two settings, the user did not receive full volume alerts until 25 minutes after they crossed their low threshold. No other patient or event details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.